Event description:
It was reported by the patient that the controller's app was not initializing. The patient mentioned that there was a medical event due to the product but did not want to provide any information about the situation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.